Event description:
The patient had no effect from the drug even after the dosage was increased. A bolus was given. X-rays were taken; the date and results were not reported. The catheter was replaced; micro lesions were suspected. The patient recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.